Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on may 31, 2016 that a summary report was printed which identified a da error code. The summary report indicated that no parameter changes were made during this patient session. The available information suggests that this device remains in-service.